Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue upon insertion on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.